Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette blue cap broke and the medication leaked out, required use of medication from e-kit. The patient had a backup product so that they switched the device and successfully continued their therapy. There was patient involvement and no patient harm.